Event description:
Medtronic received information that an electrocardiogram revealed atrio-ventricular heart block following the implant of this transcatheter bioprosthetic valve. There was no treatment or intervention, and the following day, the arrhythmia resolved and normal sinus rhythm was noted. Six days post-implant, the patient exhibited complete heart block and was treated with implant of a permanent pacemaker. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conduction disturbances such as heart block are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.